Event description:
Per the info provided to co through means of the physician/surgeon's operative notes, the device was removed due to "severe sst deformity". As stated in the operative report, "postoperative diagnosis: maybe a false channel in the distal right corpora". During the procedure, the surgeon stated, "there was no sst deformity, but there still was some protrusion lateral on the right side". The cylinder(s) only were removed and replaced.